Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information received from the manufacturer representative regarding a patient receiving hydromorphone (5mg/ml at 1mg/day) via an implanted pump. Indication for use was noted as non-malignant pain and other chronic/intract pain (trunk/limbs). Past medical history includes gastroparesis. It was reported that the patient had a planned replacement done on (B)(6) 2015. When the pump was interrogated in the pre-operative area, it was noted that the pump was in end of service (eos) since (B)(6) 2015 at 08:06. When asked the patient, what led to the pump not being replaced before eos, they were not sure. The patient just asked their physician to put them on oral medication. The patient denied symptoms of withdrawal. The physician reported that it was missed in their office at the patient's last refill that the pump was in elective replacement indicator (eri). Eri had occurred on (B)(6) 2015 at 08:06. The physician stated that the pump started alarming but the patient did not notify them right away. No troubleshooting was done in regards to the pump. The catheter aspirated easily during replacement. The pump was replaced. It was reported that the patient's status at the time of report was "alive-no injury."